Event description:
The customer reported that the nurse set up the pump for a secondary infusion to infuse for an hour but found that the infusion completed in a few minutes. Per the customer's internal investigation, the pump was programmed at the correct rate so they suspect a tubing issue or user error. No pt harm or medical intervention occurred. No further pt/event info was reported.

Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.